Manufacturer narrative:
Device evaluated by MFR.: nc quantum apex balloon catheter was returned for analysis. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the inflation lumen, guidewire lumen, and the balloon. The balloon was loosely folded. There was twisting to the shaft just proximal to the rapid port exchange entrance for a length of 4mm. Within the twisted shaft, there was a 3mm longitudinal tear. Product analysis confirmed the reported event, as the device was found to have a longitudinal tear and twisting to the shaft.

Event description:
It was reported that shaft hole and air embolism occurred. The stenosed target lesion was located in the left coronary artery. A 15mm x 2.50mm nc quantum balloon catheter was advanced for dilation. The balloon was positioned at the site of the lesion, and when attempted to bring the balloon to a neutral state by pulling negative on the indeflator, it did not go neutral while preparing to inflate the balloon. Another attempt to inflate the balloon was performed and it was discovered that air had entered the artery, and the patient began to experience decompensation. Medications and cardiopulmonary resuscitation (CPR) were administered to stabilize the patient. It was determined that air had been injected into the coronary artery due to a hole in the balloon shaft at the monorail port. The device was removed, and the procedure was completed with another of the same device. The patient condition has fully recovered.

Event description:
It was reported that shaft hole and air embolism occurred. The stenosed target lesion was located in the left coronary artery. A 15mm x 2.50mm nc quantum balloon catheter was advanced for dilation. The balloon was positioned at the site of the lesion, and when attempted to bring the balloon to a neutral state by pulling negative on the indeflator, it did not go neutral while preparing to inflate the balloon. Another attempt to inflate the balloon was performed and it was discovered that air had entered the artery, and the patient began to experience decompensation. Medications and cardiopulmonary resuscitation (CPR) were administered to stabilize the patient. It was determined that air had been injected into the coronary artery due to a hole in the balloon shaft at the monorail port. The device was removed, and the procedure was completed with another of the same device. The patient condition has fully recovered.